Event description:
It was reported that during an unknown procedure, titanium clip was intact in the first few times during the operation, and then could not be exited halfway, causing damage to the patient's tissues and blood vessels, changed another one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 2/19/2025 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. The lot/batch history records were reviewed and certified by external manufacturing for 578c55, that the manufacturing criteria were met prior to the release of the equipment.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested and the following was obtained: "is the current patient status known? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) -no".